Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pain was experienced after capsule removal. The physician stated that the capsule placement left a spot that is similar to an ulcer. Carafate was prescribed for four weeks.